Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, leakage occurred from venting connector and biopsy channel, which led to water invasion of scope connector, then abnormality of electronic parts. As a result, error code e315 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had air/water leakages during reprocessing. There was no patient involvement. Upon inspection and testing of the returned device, it was found that the red, green, blue (rgb) (scattered image) showed error e315 (image problem) after aeration fail. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation, error code e315 (image problem) was found after aeration failed. Additional evaluation findings were as follows: the ethylene oxide (eto) valve instrument channel failed leak test, the distal end plastic cover, the bending section cover, the bending section cover glue, the light guide lens the insertion tube, and the light guide tube/under boot torn were all non-olympus parts, yellowing of the light guide bundle was noted, switches 1 and 4 not working after aeration fail, the bending section required ec test fail, the control body has fluid (wet), and the scope connector, eto valve has leak/fluid (wet). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.